Event description:
Additional info received from MFR on 07/01/1998: cobe cv quality received a medwatch report on july 26, 1996, which implicated a cobe cpc in a pt death. On july 31, 1996 the customer indicated that they were going to retract the medwatch report that they submitted to FDA and cobe cardiovascular. The customer's addendum medwatch report section b, number 5 dated july 31, 1996, states: " the death box was checked in error on the previous report. The cobe pump worked in the manual mode, successfully perfusing the pt. The pt expired due to a dissecting thorasic aneurysm. The pump did not contribute to the death."